Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to power on monitor, damaged battery casing) was confirmed. As received, the battery was unable to power on a monitor or charge. The battery connector was physically damaged, which prevented the battery from connecting to a monitor or battery charger. Additionally, the battery had an open fuse. The open fuse was caused by exposed pins in the damaged connector. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack and reported that the battery pack was unable to power on a monitor and had a damaged case.